Manufacturer narrative:
During inspection and testing, foreign matter was found on the tip/inside the nozzle. The reported event (error code e243) was not reproduced during testing. In addition, there was dirt on the metal contacts. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that error code e243 (focus error) occurred during a procedure and the focus function operated without the user pressing the focus button. The focus functionality was restored and the procedure was completed using the same device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign matter was found on the tip/inside the nozzle. This report is being submitted for the malfunction found during evaluation (foreign matter). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the analysis of components for the brown foreign material adhered to the air/water nozzle indicated a mixture of organic silicon and hydroxide (iron rust). Since silicon has various uses such as watertight packing, silicone-based adhesives, silicon parts, silicon-based chemicals, and others, the origin of silicon was not specified based on the analysis. In addition, since rust was not derived from the endoscope, it may have likely occurred from insufficient rinsing following reprocessing. However, a definitive root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.